Event description:
It was reported to philips that the device had a faulty therapy pca. There was no patient involvement.

Event description:
It was reported to philips that the device had a faulty therapy pca. There was no patient involvement. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the therapy pca was not charging the defib and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The therapy pca was replaced and the device was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a faulty therapy pca. There was no patient involvement.